Event description:
It is reported that when the nurse opened the package, she thought the seal was not complete. The surgeon elected to use a different poly.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.